Event description:
It was reported that a shaft separation occurred. Post procedure an ice diagnostic catheter was sent to be washed and prepared for removing the tip (user facility routinely sell the tips) and it was noted after cleaning that there was a section of the outer sheath missing. It is unknown when the separation occurred. The physician was unable to say which patient it had been used in or where the missing piece of sheath was. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed the distal tip sheath assembly was broken off and missing, and a kink in the imaging core assembly. Image characterization testing cannot be performed based on the returned condition of the catheter and the device failed to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a shaft separation occurred. Post procedure an ice diagnostic catheter was sent to be washed and prepared for removing the tip (user facility routinely sell the tips) and it was noted after cleaning that there was a section of the outer sheath missing. It is unknown when the separation occurred. The physician was unable to say which patient it had been used in or where the missing piece of sheath was. No patient complications were reported.